Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a blue led flashed, the self-test failed and the electronic component (opto-coupler) inside the charger was found to be out of order. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure, it was observed that the blue led light on the universal battery charger device was flashing and charging was not possible. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. Ther was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.